Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level of 390 mg/dl and a correction bolus was delivered to address the bg level. The customer reported that the high bg was due to overeating and had not delivered enough of a bolus. Tandem technical support advised the customer to discuss the event with a healthcare provider.